Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a common femoral artery was achieved with two proglide devices, using the pre-close technique, via a 16f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, while attempting to insert one of the proglide devices over a .035 inch guide wire, resistance was met; however, the proglide device was able to advance and the suture deployed. The tavi was completed and hemostasis was achieved with the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.